Event description:
During a wedge resection procedure, the stapler cut but did not staple on the lung. It worked on the 1st firing, but after the instrument was reloaded it did not staple. They opened a new stapler and it worked fine. There was no pt consequence.